Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 393 mg/dl at the time of incident. Customer stated that the insulin pump was alarming and buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm, time clock anomaly and audio/vibrate anomaly noted during testing. Insulin pump passed displacement test and self-test. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.